Event description:
Spare scope was pushed back to reconnect, the picture returned to normal and the operation continued. No harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also additional information (b5 updates) regarding event reported. Correction field : h4 of the initial report submitted corrected -, manufacturing correct date is 3/21/2023 and not 7/6/2023. The device was not returned to olympus for inspection and the reported failure was not able to be confirmed. A definitive root cause could not be identified. As per instruction for use (IFU), it states: chapter 8.2 procedure. Warning: risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: the video image disappears during the procedure. Poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's whole screen turned green during a therapeutic laparoscopic total hysterectomy and the connection was reconnected several times without improvement. There were no reports of patient harm.